Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 243,203 joules of use. The case was completed using a second fiber. Pt outcome: was reported as "okay."

Manufacturer narrative:
Fiber analysis: the fiber cap remains intact and attached. The fiber cap was found to be drilled through. The cap was also found to exhibit detritus and melted glass. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.